Event description:
During the surgical procedure, five screws were stripped during attempted insertion at s1. A 35 minutes surgical delay occurred. Only two of four screws were placed, no screws were placed at s1. The initial reporter indicated that the screws were attempted to be placed at a difficult angle.

Manufacturer narrative:
The initial reporter indicated that the screws were attempted to be driven at a difficult angle, possibly contributing to the stripping. Hard bone at s1 may have also contributed. A review of the DHR indicates that no discrepancies were noted which would have contributed to the reported event.